Manufacturer narrative:
(B)(4). Batch # n54j3z. The analysis results showed that one ecr60d reload was received partially fired 2/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastroplasty via laparoscopic sleeve procedure, the load did not properly form the staples and the tissue was not cut during firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.